Event description:
Procedure: spleenectomy. According to the reporter: the device was used on the blood supply to the spleen. The device cut but did not staple. Blood loss occurred but the amount of blood loss could not be reported. Or time was delayed 20 minutes. Surgeon used suture and cautery to repair. Patient condition is stable.

Manufacturer narrative:
Initial report sent to FDA on 02/18/2009.